Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few days following the implant procedure, the patient experienced discomfort and twitching, or pectoral muscle stimulation. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.